Event description:
The information provided to sjm indicated a 29mm sjm biocor valve was explanted from the mitral position. Prior to explant, echocardiography showed that one of the valve leaflets appeared to not be coapting properly. Calcification was suspected to be causing the stenosis.